Event description:
It was reported that the stent fractured. The stent was deployed without any problems; then a balloon catheter was advanced; however, the balloon would not advance through a non calcified segment; reportedly it was a distorted fractured segment of the recently deployed stent. It was necessary to use a smaller balloon to advance through the segment and then a larger balloon and finally deployed a competitor's stent. The wire was not moved between stent insertion and attempted passage of the balloons. The procedure was completed and there was no injury to the patient. Reportedly, pre-stent images showed the sfa/popliteal artery after it had been ballooned at the calcified area at the level of the patella. A zoomed image of the stent, shows the stent fractured in one area and possibly stretched proximally to that. Post-stent images show the stent fully deployed, with a competitor's stent deployed within the apparent fractured area.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The device remains implanted; therefore, a device evaluation could not be conducted. This event is still under investigation. This report is being submitted, as this product is the same or similar to a device 510k #k060487 currently distributed in the u.s.